Event description:
Patient had an implanted vp shunt. The valve was not working properly. This shunt was previously implanted in a different hospital. The medtronic sales rep has identified the shunt as a medtroinc strata. A new medtronic product was implanted without incident.